Manufacturer narrative:
This lead was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. This lead's allegation was confirmed. This lead was returned with the guide wire stuck in the lumen most likely due to dried blood/body fluid infiltration.

Event description:
Boston scientific received information that this lead was unsuccessfully implanted due to the wire got stuck inside the lumen. This lead was never in service. No adverse patient effects were reported.